Manufacturer narrative:
It was reported that the coil had difficulty during positioning and after removed from the patient implant coil detached from the pushwire on the table. As the event was reportable to a regulatory authority and indicated a possible non-conformance of a device, labeling, or packaging to meet any of its specifications, an investigation was required. Additional information was required to determine the cause of the event. The hcp was contacted for help with investigation and response was received. As the device had been disposed of, no analysis could be performed. There was an indication that the event was related to a potential manufacturing issue, so a device history record review was performed. The DHR review did not identify any anomalies associated with this event. The investigation determined that this was a known event, and therefore no new formal investigation was required. Common sequences of events and contributing factors that can lead to this known event are documented in the risk management file. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that coil had difficulty during positioning and after removed from the patient implant coil detached from the pushwire on the table. The procedure was completed with another medtronic coil and amplatzer plug. It was reported that surgeon inserted coil into patient and was unsatisfied with the positioning so removed the coil from the patient. When inspected it to put back into the patient the coil detached and was unsuitable for use. Coil detached on trolley. There was not any surgical or medicinal intervention required. The pushwire was not bent or broken. The patient was undergoing treatment for a ruptured spleen. The vasculature was severe in tortuosity. Current patient condition was unknown.